Manufacturer narrative:
Follow-up from sales rep: I have spoken with the patient and have assisted in coordinating an appointment with dr. (B)(6) at (B)(6). Patient is waiting to hear from clinic with appointment date/time. Patient is seeing gi team at (B)(6). Dr. (B)(6) will provide referral to dr. (B)(6) for battery replacement.

Event description:
From the call center: I am very sick to my stomach and I throw up when I eat. I need to get the battery checked on my device.